Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a damaged charge-coupled device (ccd) unit caused by physical stress to the insertion section or fluid invasion caused by a leak. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and the screen was black when plugged into the processor during a diagnostic procedure. No error messages were displayed and no other devices were connected. There was no delay and the procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no data transmission. Also, evaluation found the bending section cover adhesive and instrument channel were leaking, the bending section cover was cut and had a hole, the bending section cover adhesive was peeled, the insertion tube was dented and the forceps and brush passage were restricted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.